Manufacturer narrative:
Additional information: update to executive summary, lot number and catalog number. An event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed, as insufficient medical information was provided. Further information such as product identification and return, primary operative report, clinical and past medical history, additional serial dated x-rays are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, excessive levels of chromium and cobalt in his blood. Update 04-oct-2019: as per revision opt report provided by legal, patient was revised due to head disassociation. Update 16th oct 2019 - unknown poly added to the product grid as the med review states ; ¿the old poly had superior wear and erosion, and this was removed¿. Update 04 feb 2020- as per the operative report, the following was identified: the taper was found to be eroded away to an oval shape, and the head was dissociated from this and would not stay on.

Manufacturer narrative:
An event regarding wear involving an unknown poly liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as product identification and return, primary operative report, clinical and past medical history, additional serial dated x-rays are required to complete the investigation and determine a root cause. It is noted that a recall query was made regarding the product reported in this event. As no catalog or lot information pertaining to the device was provided. It cannot be confirmed if the product reported in this complaint investigation was subject to a recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, excessive levels of chromium and cobalt in his blood. Update (B)(6) 2019: as per revision opt report provided by legal, patient was revised due to head disassociation. Update (B)(6) 2019 - unknown poly added to the product grid as the med review states ; ¿the old poly had superior wear and erosion, and this was removed¿.